Event description:
It was reported that during a percutaneous intervention, a balloon rupture occurred. The lesion was located in a severely calcified and severely tortuous proximal circumflex artery. A 1.5x15mm maverick balloon was inflated and ruptured at 10 atm's. The procedure was completed with another maverick balloon. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complaint device was not returned therefore, product analysis was not possible. Without an analysis of the complaint device, it was not possible to confirm the reported event and inspect the device for possible root causes. There was no indication of a manufacturing defect or anomaly identified within the review of the manufacturing records for the reported batch #. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause of this complaint is operational context, due to the likelihood of anatomical and or procedural factors encountered during the procedure.